Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited low r-wave amplitude measurements during and post implant, eventually resulting in t-wave oversensing and inappropriate shock therapy. Boston scientific technical services (ts) discussed troubleshooting options. An invasive procedure was performed two months later. The s-ICD and electrode were explanted at the request of the patient to avoid future shocks. No additional adverse patient effects were reported.